Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during use in a surgical procedure, the panta removal device broke. This extended the surgery time by about ninety mins. Integra has requested additional clinical info.